Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. In addition, the instrument was received with the energy button detached returned. The energy button may have felt off of the device during transport to our analysis site. The reported complaint was for: the handle was not able to be advanced during the use on the patient". The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the handle was not able to be advanced during the use on the patient. It happened on the first activation on the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.